Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: date is unknown as event occurred gradually.

Event description:
According to the available information, the patient stated that his device has failed. There is no fluid left in the system. He stated that this occurred gradually.